Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient¿s endotracheal tube was successfully intubated and the balloon was infused. It was found that there was continuous air leakage, which affected the treatment effect. The endotracheal tube was immediately removed, and a hole was found in the endotracheal tube's balloon. Re-cannulation of a replacement tube was required.